Manufacturer narrative:
The customer's device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while a patient was connected to the device, the device was display "remove test plug" and would not detect that a patient was connected. . There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that while a patient was connected to the device, the device was display "remove test plug" and would not detect that a patient was connected. . There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.